Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open lung resection, while resecting the pulmonary parenchyma, the stapler could not close completely with the lung tissue. The device partially fired and there was an incomplete staple line distally. The operator resected, used a second stapler and surgical suturing to fix the staple line and to complete the case.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the instrument found no abnormalities. The loading unit displayed a full complement of staples and the interlock was engaged. Microscopic inspection of the knife blade displayed no damage. Functional testing noted that the single use loading unit (sulu) was unloaded and loaded repeatedly without difficulty. The instrument interlock was reset and the instrument was applied with no abnormalities. The firing knob of the test instrument retracted and advanced properly without difficulty. The knife cut completely and cleanly and the staple line was properly formed. It was reported that the device initially fires, but failed to complete the firing cycle and the jaws of the device would not close. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The evaluation detected an unreported condition that the device did not load properly. The product analysis noted evidence that the device was not used as intended. This issue can occur as a result of im proper loading of the cartridge. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.